Event description:
It was reported that the helix of the device became stretched during the implant procedure. The device was removed, and a new one was implanted to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported event of stretched helix was confirmed. A visual inspection revealed the outer helix was not within specification which is consistent with procedure related damage. Electrical tests were performed and the device exhibited normal electrical characteristics without any anomalies. A longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.